Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that during testing, the device was auto-cycling. No patient involvement was reported.